Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve into a patient with a heavily calcified non-coronary cusp (ncc), the valve was loaded and properly inspected. On the first deployment attempt, the valve expanded fully. However, the valve was positioned too high on the ncc. The valve was recaptured. Upon recapture, the valve dislodged and it appeared that one of the valve crowns got stuck on the wall of the ascending aorta. On the second deployment, an infold was observed and the valve did not seat in the annulus properly. The valve was recaptured and withdrawn from the patient. A new valve was loaded and successfully implanted with a good result. It was noted that the patient¿s annulus measured 26.8mm, and the cuspal overlay technique was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-34, serial/lot #: (B)(6), ubd: 21-jun-2023, UDI#: (B)(4) image review: images were provided for review. There was no evidence of load inspection ¿ unclear on whether valve was loaded correctly. Two cines provided show extensive in-folding (unclear which deployment attempt it is). There were still images that display a valve that appears to be implanted high on the non-coronary cusp. There were still images that display a valve with extensive infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.